Manufacturer narrative:
Correction b5: change the quantity to four (4) folfusors (previously reported as one on the initial). H4: device manufactured on november 28, 2022- november 30, 2022. H10: four (4) devices were received for evaluation each containing 38, 39, 42, 44 ml of fluid respectively in their bladder. A visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the samples and the flow rates were found to be within the product specification range for all four devices. The reported condition was not verified. The samples were determined to be conforming products. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. This was observed during patient infusion. The device was filled with piperacillin/tazobactam 18000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.